Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a radical gastrectomy part of the staple line is incomplete after anastomosis. The staple line was over, sewed to complete the staple line. The stapler was replaced to complete the case.